Event description:
A lead extraction procedure commenced to remove a right atrial (ra) lead due to non-function. A right ventricular (rv) lead was present within the patient but was not targeted for extraction. A spectranetics lld ez lead locking device (lld ez) was inserted into the lead to provide traction. Beginning with a spectranetics 16f glidelight laser sheath, advancement was made past the subclavian vein and down the innominate. When reaching the superior vena cava (svc), adhesions were encountered, but progress continued, and the ra lead was extracted. Transesophageal echocardiogram (tee) was checked and noted a small effusion; however, the effusion was not significant, and the patient¿s blood pressure was stable. Re-implant of the ra lead proceeded, and the patient remained stable. Several minutes after the procedure, the patient¿s blood pressure dropped significantly, and rescue efforts began, including rescue balloon and sternotomy. An svc perforation was discovered and repaired, and the patient survived the procedure. This report captures the 16f glidelight in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics device in use during the procedure.

Manufacturer narrative:
D4/h4) the lot number was not provided; thus, the following information is unknown: device serial number, unique ID, expiration date, and manufacture date. H3) the glidelight was discarded, thus no product investigation was performed. H6) per IFU, perforation is listed as a potential adverse event with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.